Event description:
Patient complained of pain and was referred for explant. It was noted that the device is off and not working. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.